Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an audio tone/vibration (vibration issue) issue. The reporter indicated that ¿the pump felt and sounded like a pulse¿. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: investigators were unable to duplicate the original complaint as no vibration defects were found. The vibration was fully operational. Unrelated to the original complaint, the battery compartment and the pump case were noted to be cracked. The display was dim and discolored. Upon pump disassembly, evidence of moisture was found on the watchdog circuit.